Event description:
Reportable based on device analysis on 10feb2026. It was reported that the coil could not advance in the microcatheter. A 20mm x 40cm interlock?-35 was selected for use in a transluminal angioplasty for abdominal aortic aneurysm. During the procedure, it was noted that only half of this coil could be advanced out, then could no longer be pushed out normally. The coil was removed from the patient's body together with the catheter. Upon checking, it was noted that the coil had been stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the coil arm was detached.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the main coil was returned for evaluation. It was observed that the main coil was stretched, bent, and had the coil arm detached. The device was inspected under magnification, and it was possible to see that the main coil was stretched, bent, and had the coil arm detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.